Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a bowel procedure, the plastic on the container tray of device was cracked. Another sample of the device was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The packages returned had cracked trays the cracks are located on the handle (shroud) end of the tray and are all the way through the tray. The outside shipper container was not received for investigation but pictures show that the shipper had the glue joint separated and was taped when received by the sale representative. Our packaging facilities do not use the size of tape that was used on the outside shipper so the damage happened after it left ethicon¿s control. The device packaging passed design verification standards per industry standard testing. Package testing showed that the only way to duplicate the reported failures was through excessive handling. The package design meets industry design requirements for customary shipping and handling. The damage to the tray is the result of external and excessive handling. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.